Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: the b5 statement should have included the complaint of ICD and h10 for the related report numbers.

Event description:
New information notes that on (B)(6) 2025, the right ventricular (rv) lead was capped. Device interrogation showed oversensing on implantable defibrillation cardioverter (ICD). The patient condition was stable.

Event description:
New information notes that on (B)(6) 2025, the right ventricular (rv) lead was capped. The patient condition was stable.

Manufacturer narrative:
Correction: b5 for ICD not exhibiting a malfunction.

Event description:
New information notes that on (B)(6) 2025, the right ventricular (rv) lead was capped. The patient condition was stable.

Event description:
New information notes that high defibrillation impedance was noted on the right ventricular (rv) lead. There were no patient consequences.